Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-tulip. (B)(4). Summary of investigational findings: only the tulip filter was returned and some tissue was found preventing the four primary filter legs from expanding. The exact reason for this to occur cannot be determined and since no imaging was provided it is not possible to comment the filter migrating to the right atrium after attempts to open the filter legs. However, it is seen before that the filter legs can be somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or if the filter is not placed in ivc. Filter migration is a known risk in relation to filter implant reported in the published scientific literature, but under normal conditions, ivc< 30 mm, the radial force of filter will make filter legs attach to ivc. Patient outcome is unknown at this time, but there is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: as reported to customer relations: "upon unsheathing of the jugular tulip ivc filter, the legs did not appear to "open up". Attempts to open up the legs were attempted to no avail, during the attempts the filter inadvertently shook free from the device and immediately traveled to the right atrium. Un-expanded filter was able to be successfully retrieved from the right atrium and no harm came to the patient. Another filter from the same lot number was successfully deployed via the jugular approach. The physician retrieved the filter using a generic snare and sheath technique" patient outcome: requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-tulip. Investigation is still in progress.

Event description:
Description of event according to complainant: as reported to customer relations: "upon unsheathing of the jugular tulip ivc filter, the legs did not appear to "open up". Attempts to open up the legs were attempted to no avail, during the attempts the filter inadvertently shook free from the device and immediately traveled to the right atrium. Un-expanded filter was able to be successfully retrieved from the right atrium and no harm came to the patient. Another filter from the same lot number was successfully deployed via the jugular approach. The physician retrieved the filter using a generic snare and sheath technique" patient outcome: requested but not yet provided.